Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced unintended myopia on the left eye (os) disabling vision, 19 days post-implantation of a zxr00 intraocular lens (iol) 29.0 diopter. Per account, patient had visual disturbance and the outcome significantly interfered with her daily activities. Consequently, the iol had to be explanted from patient's eye. The incision was enlarged to remove the lens. The replacement lens was the same model smaller diopter (+27.0). The patient current status is reported as recovered. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a little jar. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the edge of the lens is a little bit grey, which may have been contamination. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.